Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from a brain hemorrhage.

Event description:
It was additionally reported that the patient developed neurological dysfunction on (B)(6) 2023. An intracranial bleed was found through a computed tomography (CT) in the right brain hemisphere. The hemorrhage was thought to be therapy related as it was due to complexities in medical management. The patient was on warfarin, aspirin, and heparin at the time of the event. The device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A direct correlation between the device and the reported brain hemorrhage and subsequent patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9¿ from the pump housing and the remaining distal portion of the pump cable was returned. The sealed outflow graft was returned attached to the pump cover outlet port with the sealed outflow graft bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was returned detached from the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended prior to the patient¿s outcome. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through "implantable ventricular assist device therapy in small pediatric patients" that case 4: 9 years old, patient was diagnosed with dilated cardiomyopathy. They were transitioned from an extracorporeal left ventricular assist device (lvad) to a heartmate 3 lvad. Although lvad circulation was established, the patient died from a cerebral hemorrhage three months postoperatively.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.